Event description:
It was reported to philips that the system's power distribution unit was unable to power on, which could impact booting. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.